Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a crack in his insulin pump. Customer stated that he was working and he may have damaged the pump. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer corrected with the pump and a manual injection. Customer stated that the damage was on the right hand corner of the lcd screen to the top of the pump. Customer stated that the pump may have been bumped at work. Customer stated that his blood glucose was going high and low for about a year and a half because he had lost weight. Customer also had low readings in the high 60's mg/dl. Customer corrected with food intake. Customer declined troubleshooting for high and low blood glucose. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.